Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the probable cause of the foreign objects (white foreign material) that remained in the auxiliary jet tube cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope auxiliary jet tube exhibited foreign objects (white foreign material). There was no patient involvement.